Event description:
It was reported that customer experienced display problem on pump, including missing pixels and black spots that continued after pump was restarted and affected ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged replacement pump, confirmed shipping and return details, instructed customer to place original pump in storage mode and return it with a prepaid label, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump. Customer continued to use current pump until replacement arrived.